Event description:
It was reported that during a low anterior resection procedure, half of the staples did not form well and stayed opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 2/23/2009. Information anticipated, but unavailable at this time.